Event description:
It was reported to boston scientific that the patient had some pain under her urethra. The physician scheduled another procedure to remove the tape and removed a portion of the tape that he had placed during the initial procedure in 2007. The physician feels the sling caused the pain. After the second procedure, the pain is gone no and additional complications occurred. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
Model number and lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available. Product unavailable for analysis